Event description:
It was reported that "while final tightening; tulip head became disengaged from the shaft of the screw"

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.